Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator upgrade procedure. It was noted that the right ventricular lead was replaced due to unspecified anomaly. The lead was replaced on (B)(6) 2025. The patient status was not reported.